Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a competitor that the patient's implantable cardioverter defibrillator (ICD) system&#385;iled to convert the patient's arrhythmia. It was also reported by the patient's clinic that a system revision was performed and defibrillation testing was still unsuccessful, and that the reason for the failure is unknown but may be due to the structure of the patient's heart. The device system is scheduled for explant and replacement. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received which noted that the ICD and right ventricular (rv) lead have now been explanted and replaced with a subcutaneous ICD system.